Event description:
Pt reported the infusion device displayed an e2 (battery empty) error message without displaying a w2 (battery low) warning and then the infusion device switched off. Pt's blood glucose level was okay. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.